Manufacturer narrative:
(B)(4). The analysis results of the er320 device found that it was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed (B)(4) scissored clips. Upon evaluation, the jaws were found to be misaligned and due to this condition the clips were malformed; however there were no dropping or ejecting clips. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, at the activation of the device the clips have leaped of the clamp. Another like device was used to complete the procedure. There were no adverse consequences for the patient.